Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated earlier, on the morning of the event, time unknown, a smbg value was 384 mg/dl. At 10:30 a laboratory glucose value was drawn on the patient; the result was 36 mg/dl. The floor staff did not take note of this result. At 11:33 a smbg value was 274 mg/dl. Based upon the previous high smbg value the floor staff did not question this value. Rather, based on this value the floor staff administered 3 units of humalog. At 12:05 a smbg value on the same meter was 17 mg/dl (all smbg values except the 109 mg/dl value below were from the same meter). An immediate retest value at 12:07 was 26 mg/dl. At this time the floor staff retrieved the prior laboratory results with the earlier result of 36 mg/dl. The patient was asymptomatic. She was treated with 50ml d50. At 12:55 while on the reporting call, a smbg value with another meter was 109 mg/dl. The patient remains in stable condition. She did not show any effects from either the low or high glucose values throughout the events. Requested return of suspect device and strips, and replacement was sent.